Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced a low battery alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. The cause of the low battery alarm was determined to be depleted main batteries. To correct the condition, the main batteries were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.